Manufacturer narrative:
Product ID: 3093-33, lot# v973753, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
The consumer reported that the implantable neurostimulator was not working. It occurred several months ago, in the spring of 2015. The patient was indicated for gastrointestinal/ pelvic floor. No further information was provided about this event. If additional information is received, a follow up report will be sent.